Event description:
The pt expired. The device was removed for cremation. The cause of death is unk though it was stated, it was unrelated to the device. Further info is being requested from the hcp.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.